Event description:
This ra lead was replaced due to loss of capture. The ICD was replaced at the same time due to eri and the rv lead was replaced due to undersensing. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.